Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted, not explanted. Device evaluated by MFR: the device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were 6 cases of toxic anterior segment syndrome (tass). It was learned that for this event, the visual symptoms presented with significant vision loss, corneal edema right eye and elevated intraocular pressure (iop). Treatment provided was intensive topical steroids, topical glaucoma drops cosopt 2x/day. The following meds were also given but was noted as the doctor's standard care, durezol every 2 hrs. Hours tapered to 4 x day, cosopt 2x/day, prolensa everyday , moxifloxacin 2x/day. It was stated that current patient status is edema and inflammation resolving, best corrected visual acuity ( bcva) 20/25 but expected to continue to improve. Intraocular lens (iol) remains implanted. No additional medical or surgical intervention required. The other products are not being returned for evaluation. Additional information received noted that the customer investigated the cases. However, root cause for the tass has not been determined. No other information was provided. This report is 4 of 6 cases for tass capturing the event for the intraocular lens (iol). Separate reports are being submitted for each of the other products involved.